Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not pass final pack testing for an unspecified failure. The device was returned to our laboratory for further evaluation.